Event description:
Customer reported that when the system was turned on, it misfired on its own. They had to switch out the unit to perform the procedure. There was no pt injury.

Manufacturer narrative:
A company service rep examined the system and cleaned and peaked the laser. He also readjusted the crystal temperature. The laser was recalibrated. Investigation, including root cause analysis is in progress.